Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results than the readings from a competitor's device. The customer noted a diagonal downwards trend arrow indicating glucose is falling between 1 and 2 mg/dl per minute. The customer felt dizzy, "can't breathe," and thirsty, and self-treated with water, sugar, dates, coke, and a meal. The customer contacted a healthcare professional, who obtained blood glucose readings of 500 mg/dl and 504 mg/dl on the hcp meter and a scan reading of 40 mg/dl from the adc device, and administered an insulin injection (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b1 - adverse event/product problem. B5 - describe event or problem. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results than the readings from a competitor's device. The customer noted a diagonal downwards trend arrow indicating glucose is falling between 1 and 2 mg/dl per minute. The customer felt dizzy, "can't breathe," and thirsty, and self-treated with water, sugar, dates, coke, and a meal. The customer contacted a healthcare professional, who obtained blood glucose readings of 500 mg/dl and 504 mg/dl on the hcp meter and a scan reading of 40 mg/dl from the adc device, and administered an insulin injection (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 40 mg/ dl was compared to a competitor brand device reading of 500 mg/ dl, and the results, when plotted on a parkes grid, fell into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.